Manufacturer narrative:
Correction: follow-up 001 aware date: 2019-12-06. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an elective replacement indicator (eri) and steps to bypass the information screen was reviewed with them. It was also reviewed for them to contact their healthcare provider (hcp) to discuss further. There were no allegation or dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was on a- l at 3.8 volts and r at 2.8 volts. A replacement surgery was schedule for (B)(6) 2019. They stated the stimulation for the left side of the body had been turning off and on. Their left hand was shaking uncontrollably. When this happens, they will get a shocking sensation and then the shaking will stop. That is how they know the stimulation was off and is turning back on. The patient used the patient programmer to confirm therapy was on. Options of adjusting stimulation per hcp guidance were reviewed with them. The patient declined to do so since they were concerned about the patient programmer. They stated the patient programmer would intermittently not power on and would not power off. During the call, the patient programmer powers on but would not power off. They were using the correct batteries and did not see any obvious damage. They were redirected to follow up with their hcp to discuss their symptoms and seek guidance on making adjustments to therapy. A replacement patient programmer was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the cause of the issue and whether or not the issue was resolved were both unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that the patient stated circumstances that led to stimulation for the left side of the body turn ing off and on was stated to be "sleeping" and the circumstances that led to the shocking sensation when stimulation was turning back on was also "sleeping." It was confirmed that the new battery resolved the issue.